Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a sticky grip, a sticky up-down angulation lever plate, and liquid dripping from the light guide bundle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, probable cause based on reasonably known information based on device evaluation was due to degradation problems, leakage found on the device that caused sticky residue , cause traced to component failure. Olympus will continue to monitor field performance for this device.